Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to the implant procedure, there was difficulty programming the device. After the second attempt, the device was able to be programmed and implanted without issue. The patient's condition following the procedure was stable.